Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Correction as delay is not serious injury. H6 results code - no code available since device was not returned. Hence, results cannot be determined. This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. It is noted that the devices have been in the field approximately 17 years and were not returned to be repaired. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). There was an unknown time delay during the procedure. Upon receipt of additional information and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the graft was damaged during surgery. There was no harm, but there was an unknown surgical delay. No additional patient consequences were reported.